Manufacturer narrative:
A united states customer contacted the siemens customer care center to report falsely depressed sodium patient results. Siemens headquarters support center (hsc) has concluded the investigation after reviewing the information provided by the customer. The customer worked with the service center and performed routine maintenance including bleaching of the samples and vent ports followed by flushing with hot water. After the routine maintenance was performed, the patient's samples processed acceptably. A potential product issue has not been identified. The cause of the event is unknown. No system malfunctions were identified. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant falsely depressed sodium (na) patient sample results were obtained on a dimension vista® 1500 system. The discordant patient results were not reported to the physician. The same patient samples were reprocessed on an alternate dimension vista system and higher sodium results were obtained. The higher reprocessed sodium results were considered correct and reported. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed patient na results.